Event description:
Anterior cervical fusion was being performed and used the co command 2 system with a 20 degree neuro handpiece with a 5mm round carbide burr. While attempting to shave bone the handpiece made a chattering sound in the handpiece and bounced out of the surgeon's hand and inadvertently nicked the vertebral artery, left.